Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1, implantable pulse generator, (B)(6) 2011. 407652, implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the atrial lead warning occurred for low impedance. Oversensing was also reported from the atrial lead. Lead programming changes were made and the lead remains in use. No patient complications have been reported as a result of this event.